Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the right ventricular lead exhibited rising impedance over the two year time period. The non device dependent patient presented in clinic for normal device change out procedure. During procedure, the lead was capped and replaced successfully. The patient was stable.